Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of a non-preloaded intraocular lens (iol), a small piece of plastic came out of the cartridge and went into the patient's right eye. The surgeon quickly removed the piece of plastic, but there is a risk of infection and poor healing. The device was not kept for analysis. We have learned through follow-up that the lens remains implanted and that the patient is doing well. No further details were provided.